Event description:
The pt reported that he had an MRI exam (date was not provided), which had caused tissue burning. The location of the burn is unk. The rep redirected the pt to report symptoms to the hcp. Refer to MFR report #3004209178200704281 and 3004209178200704282.